Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot#: va1sa0k, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An op report for a procedure that occurred (B)(6) 2019 was received, it stated the device was not functioning, it was not working on the correct location. Additional information was received. The patient reported they had their ins replaced because their healthcare provider figured out their leads were broken. They stated they needed the device replaced because they had been getting so many utis for the past few months. They stated that after replacement surgery they figured out the medication they were taking was causing the utis and they wanted to know if they should be taking those medications. They were redirected to their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their system was fine for ¿years¿ but they had been falling a lot and ¿it had broken in pieces¿. The patient was sent to another doctor who thought it was just the battery, so a new one was put in. The patient clarified that ¿it was in four pieces the stimulator and leads¿. They stated that ¿it didn't cross her mind that she feel [fall]? Three major times.¿ it was noted that the patient fell out of the tub across the toilet and their back was black and blue. The patient stated that the battery replacement did not work, so they were sent back to their doctor. There were no further complications reported or anticipated. (See general text for non-complaint rule out information/omitted from event description).